Event description:
A user facility reported an intraocular lens (iol) was damaged during implantation. The iol was exchanged during an additional procedure. Additional info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. The device history records were reviewed and indicated the product met release criteria. There have been no other complaints reported in this lot number. Additional info has been requested.